Manufacturer narrative:
(B)(4). Investigation of the returned device found that the distal end of the device was normal and the exchange sheath was fully slit. The clip was deployed and not returned. The internal examination found all of the components in the correct post deployment positions and undamaged. During the investigation, the device was cleaned and reassembled for redeployment testing. The vessel locator wings deployed properly and stayed open. Based on the investigation findings, a cause for the device pulling out of the artery could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, while depressing the plunger, the device pulled out of the artery. Before the device was removed from the anatomy, the clip was deployed hoping to close all or part of the artery. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.